Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test however, the pump alarmed pump error during the self test and pump error alarm and pump error alarms are found in the downloaded history file due to broken trace at electrical board on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated timing of insulin pump error was at the time of self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.